Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a patient event, their device would not recognize the quik combo electrodes that were connected to the device. The electrodes were removed and replaced with new quik combo electrodes, with the same result. The device was removed and a back-up device was obtained with minimal delay and used to continue providing care to the patient. There were no adverse effects to the patient as a result of the reported issue. The patient remained stable.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. A review of the downloaded patient event file was performed and it was observed that there was a discrepant leads off message. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.